Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the loose retainer ring. The following were noted during visual inspection: broken reservoir tube lip, crack in the reservoir tube lip, detachable retainer ring, crack in the battery tube threads, crack in the case on the battery tube side which starts at the corner of the left belt clip rail, missing display window cover, crack in the select keypad button, scratched case. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced back of the pump on the battery compartment was damaged. The customer reported no adverse event. The event involved product mmt-1780kpk. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1780kpk was requested and it was returned for analysis.